Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of mirafilter solution administration sets leaked during priming. The reporter stated that the leak occurred between the tube and the mirafilter ¿even though the connection was fixed tightly.¿ there was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph did not reveal any evidence of a leak or connection issue. The reported condition could not be verified through evaluation of the returned photograph. Retention samples were also evaluated. Visual inspection of the retention samples did not identify any abnormalities that could have contributed to the reported condition. Gravity testing and functional testing were performed, and the retention samples were found to meet specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.